Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to reset the pump, and the malfunction did not recur. The customer was advised to call back if any malfunction code recurred and confirmed understanding of the instructions.